Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to his expected results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests his blood glucose 3x daily. The patient manages his diabetes with humalog insulin (with meals) and lantus insulin (90 units in the morning/ 80 units in the evening). The alleged issue began on (B)(6) 2011 at 5pm. The patient reported a blood glucose result of "121mg/dl" with the subject meter. The patient ate his dinner and administered his usual dose of lantus insulin (80 units) and humalog insulin (20 units). About an hour after, the patient claimed he felt symptoms of sweaty, dizzy and his skin "changed color." The patient's wife contacted emergency medical services (ems). The patient obtained a blood glucose result of "45 mg/dl" with the ems device. The patient was given orange juice as treatment and felt better after. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up #1 (07/29/2011) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.